Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This dm0008faa easydrill cranial perforator with lot number 988/18 was manufactured by micromar. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when drilling the hole, the perforator did not stop automatically. No patient impact reported. Upon follow up, it was confirmed that there was a small bleeding at the dura but without any complications to the patient. The procedure was completed with no other non-routine activities however a short delay was reported due to the use of a back up device. It was also reported that the patient is now clinically fine. Additional information is being requested regarding product return.

Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction of continues to run. This dm0008faa easydrill cranial perforator with lot number 988/18 was manufactured by micromar. Device history record was reviewed by micromar and per their report, all the processes were executed according to what was planned and validated. There were no observations or nonconformities during the manufacturing process. If information is provided in the future, a supplemental report will be issued.